Event description:
A patient/layperson spoke with a customer care advocate, cca, in 2007, concerned that his one touch ultra results may have been inaccurately elevated on the day before after experiencing severe hypoglycemia followed by emt intervention. The pt stated, "it is a good possibility it [product] contributed if it didn't give an accurate reading. But, that is what I want to find out. Maybe some of the carbs [I ate] spiked my sugar." Since his control solution was expired, no quality testing could be done. The meter was coded appropriately and strips were in-date. The cca replaced all products. Because the pt has not yet responded to this senior medical affairs specialist's calls, a letter will be sent. The complaint is classified based upon info the pt presented to the cca. All results are in mg/dl, the correct unit of measure. The pt's novolog insulin amount at meals is based upon the meter's blood glucose result and amount of carbohydrates to be eaten. On the same day, the pt took a "normal" dose (amount not specified) of novolog before eating lunch. He does not think he ate "lots of carbs." An hour later (around 5:30pm), the pt's blood glucose was "like 400" (possibly 314 per the meter's memory although the time and date were not set correctly). Based upon the elevated result, the pt took more novolog. At an unspecified time shortly after taking the insulin, the pt had "classical symptoms of bottoming out." After sitting down, he had difficulty getting up and could not answer questions posed by his daughter, a nurse. She gave him three glasses of juice and then cheese and crackers before calling 911. She did not test his blood glucose. When the emt arrived, the pt was still unable to answer any questions. His blood glucose on their unk brand meter was "in the 40's." He was given oral glucose gel. Emt continued to test and observe while his blood glucose began increasing. He was not transported to the hospital. Although there is no evidence the product gave inaccurate results, the pt claimed he experienced hypoglycemia after taking insulin based upon an elevated result and required medical intervention; hence, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.